Event description:
It was reported during the implant procedure, a needle pierced into the pleural space which resulted in pleural effusion. A left thoracentesis was performed to remove serosanginous fluid. The implant was successfully completed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.